Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen, did not engage when power was applied and had corroded internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning by immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post surgery, it was observed that the sagittal saw attachment device was sticking making it difficult to release the blade. During in-house engineering evaluation, it was observed that the device was frozen, did not engage when power was applied and had corroded internal components. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.